Event description:
In previously reported complaint (B)(4), the customer observed an increase in architect havab-m (B)(6) patient results which repeated (B)(6) for suspect architect havab-m reagent lot 93794hn00. The customer was sent a different lot of reagent as a replacement. Prior to the recall of reagent lot 93794hn00, the customer switched back to this suspect lot of reagent and observed (B)(6) results which were reported to the customer's state health department. The customer was sent a replacement reagent lot and discarded the remainder of the suspect reagent lot. The customer provided an example of the architect havab-m (B)(6) result as follows: sample ID (B)(6) initial result: (B)(6). The customer did not provide additional confirmation testing data of the (B)(6) result. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 3m74-01, serial # (B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. Insufficient active antigen is being coated on the microparticle within the current microparticle manufacturing process resulting in a performance that is characterized by lower calibrator 1 relative light units (rlu) values. As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.